Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to high low blood glucose. Blood glucose reading was 300 mg/dl. Customer was in emergency room for few hours and then released. The pump will not be returned for analysis.